Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Recrimped stent, failure to follow steps/ instructions, use after damage. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted the omnilink elite peripheral stent system instructions for use states: prior to using the omnilink elite peripheral stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent is located between the radiopaque balloon markers. Do not use if any defects are noted. Additionally, it also states: do not roll the mounted stent with your fingers as this action may loosen the stent from the delivery balloon. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent use error. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified de novo lesion in the iliac artery. During preparation, a 9.0 x 39mm omnilink elite 35 stent-balloon delivery system was flushed normally and introduced through the sheath. Then it was noted that the stent was not visible on the balloon during x-ray. The physician noted that the stent had dislodged from the balloon during preparation and was still on the sterile prep table. The physician then took the stent, crimped it and placed it back on the balloon. The procedure continued and the stent was successfully implanted without issue. The patient is doing well. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.